Manufacturer narrative:
Discarded at account.

Event description:
It was reported that during a surgical procedure at the user facility, the sponge was shredding and leaving behind threads. The threads were removed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.